Manufacturer narrative:
Product was purchased on an unknown order number through bovie medical prior to acquisition by symmetry surgical (a940 is discontinued) customer stated product was being used on a monopolar surgery on the right ear, when patient stated they felt funny, and that their pacemaker may have activated. It was found later by the patient cardiologist that the generator had caused interference to the pacemaker. Complaint confirmed. Root cause is determined to be user error in not following IFU instructions. Reference attached IFU that states: "use electrosurgery with caution in the presence of internal or external devices such as pacemakers or pulse generators. Interference produced by the use of electrosurgical devices can cause devices such as pacemakers to enter an asynchronous mode or can block the pacemaker effect entirely. Consult the device manufacturer or hospital cardiology department for further information when use of electrosurgical appliances is planned for patients with cardiac pacemakers or other implantable devices. If the patient has an implantable cardioverter defibrillator (ICD), contact the ICD manufacturer for instructions before performing an electrosurgical procedure. Electrosurgery may cause multiple activation of icds." Based on the investigation, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that while using the a940 on the monopolar setting, the patient's began feeling "funny" during a derm procedure and believed their pacemaker may have been activated. The after an appointment with the patient's cardiologist, it was confirmed that the generator activated the pacemaker and caused it to fire. There were no additional effects on the patient.